Manufacturer narrative:
The following products were used in the procedure. Product ID: g75446545; lot#h5427621, quantity: 4, product ID: g75447545; lot#h5481706, quantity: 2, PMA/510k: this device is not marketed in us. However, a similar device (screw x0808228 6.0 x 55 ti reduction mas), is sold in the us with UDI #(B)(4) and 510(k) no. K042025. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient undergoing a revision surgery for a spinal therapy. It was reported that, on (B)(6) 2019, plf of l2-3-4-5, fixation with legacy. On (B)(6) 2021, posterior fixation at t10-il was performed for the occurrence of lower limb symptom due to the loosening on the left and right of l2 and fracture of the pedicle on the right of l5, and plif was performed at l5-s1. There was health damage to the patient. There was no specific product malfunction. The products will be returned to the patient. Device status reason : explanted-complete the 4 screws (g75446545) were used at the position of looseness on the left and right of l2 and the other two (g75447545) were used at the position of fracture on the right side of l5. The lower limb symptom was neurological symptom associated with fracture of the right pedicle of l5. The pain caused the patient to undergo the reoperation. The screws did not cause/contribute to the pedicle fracture at l5. The cause is unknown.